Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis. According to the operative note, the patient presented with shortness of breath, heart murmur, fatigue, chest pain and orthopnea. She had endocarditis and a mitral valve replacement (mvr) in (B)(6) 2004. She also had a recurrent dvt in 2004 for which an ivc filter was placed, she has remained on coumadin as well. She had a lupus flare-up in (B)(6)2010 that was complicated by bilateral lower extremity edema. She was referred to cardiology and she was diagnosed with an atrial septal defect and valvular disease. She recently complained of increased fatigue and shortness of breath. She was referred for redo cardiac surgery. A cardiac CT scan on (B)(6) 2011 showed no significant cad, normal lv function and severely depressed rv function. The patient was also noted to have mild mitral insufficiency. Therefore, a redo-mvr was performed along with tricuspid valve repair for insufficiency. The surgeon also indicated that the reason for explant of the mitral valve was not related to a malfunction of the edwards device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.